Manufacturer narrative:
Ous MDR.

Event description:
Ous MDR - this lead is reported to have fractured and was explanted. There were no adverse patient effects reported. If additional information becomes available, this event will be updated.

Manufacturer narrative:
The returned lead was present only in fragments. All three parts were returned for analysis. The lead was 19 cm and 29 cm distal to the is-1 connector pins presumably cut with a scalpel. It was determined that the insulation of the lead body about 34.5 cm and 37 cm distal to the connector pins was damaged by crushing. In addition, the cable leads shown at this point to a line break. The test results are to be regarded with high probability as the cause of the clinical complaint. The damage is caused by an excessive pressure load on the lead body. The characteristic of the damaged structure of the lead body (contusion) makes "subclavian crush syndrome" suspect. Further damage was likely caused by explantation. There was no evidence of material or manufacturing defects.